Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no pt harm or injury reported. The device has yet to be received by the MFR for evaluation. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.